Event description:
During the pre-test of a carotid shunt a leak was noted in the check valve assembly. The unit was not used. This event was initially considered as a non reportable event because it occurred during the pre-test called for in the instructions for use. Further investigation has determined this to be a reportable event.